Event description:
Patient had pain and discomfort in her right shoulder. She had a previous arthroplasty in 2008 on the right with aequalis prosthesis. She had dislocated this implant without an antecedent trauma. Patient reported to urgent care on (B)(6) 2012 and x-rays were negative. She followed up with surgeon's office and a CT scan was ordered. Upon review, her right shoulder prosthesis was posteriorly dislocated and patient was instructed to report to the emergency room for immediate reduction. Patient's right shoulder implant was reduced at (B)(6) emergency room. Unknown if surgeon was the implanting surgeon for the prior aequalis tsa.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.